Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the data was intermittently missing on the pump history. Reportedly, the pump ultimately begins to display the data. Blood glucose was 189 mg/dl.